Event description:
It was reported that the insulin pump had unresponsive buttons and a frozen screen. Troubleshooting was performed, but the issues were not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display or numbers ramping up noted. The insulin pump had a cracked display window corner, scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.